Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The long arm of the clip was pushed off the side of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It was reported the nurse received a needlestick as the laid the needle down. It is possible that the clip on the needle was manipulated and formed off the needle as it was being set down, and exposed the needle resulting in a needlestick. However, since it was reported that it is not known if the tip covered the tip of the needle when it was being set down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: needlestick injury. At end of day, successful IV start in a non-combative pt. Nurse removed stylet "heard a click," placed stylet to side, and stuck finger of same hand that was holding the stylet. The clip was noted to be "midway" along stylet shaft. Additional info provided by the facility indicated the nurse and the pt received all the facility's protocol bloodwork testing and the results have been negative. The nurse received a needlestick as she laid the needle down. It is not known if the clip covered the needle tip before setting the needle down.